Manufacturer narrative:
Section d device information was corrected from impella cp pump set, us to unk_pump. Mitral valve incompetence/patient device interaction: the cause of the injury was unable to be determined due to no product being returned and insufficient clinical information provided in the publication.

Manufacturer narrative:
B1 selection was added as it was omitted from the initial report that was submitted.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section a, d, e is unknown.

Event description:
In an online literature review of the article "valvular complications related to microaxial assist device use: a case-level systematic review" the impella 2.5, impella cp, impella 5.0, and impella 5.5 pumps were discussed. The study mentioned twenty-seven patients that were noted to have some degree of valvular damage during support. Three patients were identified as having some degree of preexisting mitral regurgitation, 1 mild, 1 moderate and 1 severe. One patient had preexisting mild aortic regurgitation. Twenty-three of the twenty-seven patients required surgical intervention, three of which were treated with transaortic valvular replacement, and four were treated non surgically. The patient characteristics, the indication for use, and the access sites varied. Of the twenty-seven cases nine patients were noted to have developed severe mitral regurgitation. Of the nine patients, eight patients were noted to have mitral chordae ruptures, one mitral valve perforation. There was one mitral valve death identified on a patient that was supported with the impella cp. There is limited to no information on initiation of support and pump management while patient was on support so the cause of death is not specified.